Event description:
It was reported that pump declared altitude alarm and insulin delivery was suspended while speaker holes on back of pump were obstructed. There was no adverse impact to the customer's blood glucose level. Customer removed obstruction, cleaned speaker holes as instructed, reconnected cartridge and waited to resume insulin, and pump resumed normal operation without recurring alarms after additional monitoring, with technical support providing tips to help prevent future altitude alarms and no further issues reported.